Event description:
The customer reported that there was a leak in the reservoir. The customer believes that the reservoir was leaking near the connection.

Manufacturer narrative:
Currently it is unk whether or not the reservoir may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.